Event description:
(B)(4) medical director spoke with the surgeon, he stated that he is a covidien eea user that is used to the flip top. He opened the device 2-3 full turns and then experienced difficulty in removing the device. This caused damage to the anastomosis. He then did a handsewn anastomosis with a negative leak test. The patient then had an anastomotic leak post op day 3. Patient has an end colostomy and is recovering. The surgeon hopes to put the patient back into continuity in the future.

Event description:
It was reported that during a bowel procedure the surgeon fired the device. The surgeon rotated the device and while removing the device from the patient the anastomosis came with the device. The surgeon performed a purse string to re-do the anastomosis. The procedure was completed with no further issues. The device was discarded. At some point the patient was brought back to the or, but the reason why is unclear. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable.